Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure a resolute onyx des was implanted. A dissection occurred in the rca. The sponsor assessed that the event was possibly related to the device and not related to the antiplatelet medication.

Manufacturer narrative:
The patient has a medical history of diabetes, copd, previous pci. The index procedure was prompted by unstable angina. During the index procedure ((B)(6) 2018) one resolute onyx des was implanted in the rca and dissection occurred. The procedure was completed and the patient recovered. The investigator assessed the event as probably related to the index device and not related to the anti-platelet medication. If information is provided in the future, a supplemental report will be issued.